Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers' mother called in to report hospitalization due to high blood glucose. The blood glucose reading at the time of the hospitalization was 800 mg/dl. Customer was throwing up, severe dehydration and shortness of breath prior to visiting the hospital. Diagnosed diabetes ketoacidosis. Customer had a bent cannula and an infection. Customer was admitted into ICU for two days. Nothing further reported.